Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a uterine fibroid removal procedure, the subject device exhibited poor image quality (static and blackout). The procedure was completed using an olympus back-up device with a less than 30-minute procedural delay. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fluid invasion in the camera cable and the main unit's image capture charged coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable has been subjected to fluid invasion, and the fluid invasion has caused the internal charged coupled device (ccd) to malfunction, resulting in the inability to communicate normally and the indicated image defects.. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.